Event description:
Customer went to the emergency room due to low blood glucose levels. Troubleshooting was performed and pump passed all required tests.

Manufacturer narrative:
The insulin pump passed functional tests including seat, rewind, and occlusion tests.